Event description:
Information was received indicating that a patient reported a smiths medical cadd-legacy duodopa ambulatory infusion pump "does not deliver the product well." Per reporter the patient made calculations by looking at the residual volume. It was not indicated if the pump was over or under delivering medication. Reporter indicated that the patient was "very anxious." It was reported that the pump was subsequently exchanged. No additional details have been provided at this time.